Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. The instructions for use that accompany the device caution that ¿local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin, particularly staphylococcus epidermidis. Other pathogens circulating in the blood stream may colonize the shunt and, in the majority of patients, require its removal.¿ (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient underwent a procedure to implant the device on (B)(6) 2015. According to the report, the patient experienced an infection, and therefore the device was extracted on (B)(6) 2015 and replaced on (B)(6) 2015. Reportedly, there was no allegation that a device-related issue caused or contributed to the patient's infection.